Manufacturer narrative:
Analysis of production records completed. No device problem found

Event description:
It was reported that the device was explanted. No further information is available at this time.